Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly perforated. This information was received from various sources. The age of the three patients ranged from 52 to 69 years. Three of the patients were male and one patient was female. One patient weighed 480 pounds. No other information provided for all the patients.

Manufacturer narrative:
H10: of the six reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury. One was reported under emdr 2020394-2019-01973 and another will be reported under m-MDR. H10: the lot number for two malfunctions were provided and lot history reviews were performed. The devices have not been returned for evaluation; however medical records were provided for all the four malfunctions. The investigation confirmed perforation for all the four malfunctions. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11: b5, d4(corporate lot number), g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for four of the six malfunctions were provided and lot history reviews were performed, the lot number for the remaining two malfunctions are unknown. The devices have not been returned for evaluation; however medical records were provided and reviewed for three of the six malfunctions. The three malfunctions with medical records are confirmed for perforation; the three malfunctions without medical records are inconclusive for perforation as no objective evidence has been provided. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. Corporate lot number (gfsi0018).

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly perforated. This information was received from various sources. The age of the patients ranged from 52 to 56 years. Three of the patients were male, the gender was not provided for the other three patients. One patient weighed (B)(6), weight was not provided for the other patients.